Event description:
It was reported that three xience v stents, sizes 4.0x12mm, 2.75x12mm, 3.5x15mm, were implanted in the left main coronary artery on (B)(6) 2013. Two years after the stent procedure, on (B)(6) 2015, the patient had an abnormal stress exercise test, but no angina. Percutaneous coronary intervention was performed on (B)(6) 2015 for treatment of in-stent restenosis in the left circumflex coronary artery with a non-abbott drug eluting balloon, resolving the event. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances from the reported lot. The reported patient effect of stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.